Event description:
It was reported that the patient had mild tenderness over the implantable pulse generator (ipg) site and was not getting good coverage of the lower right leg. The patient underwent a revision procedure wherein the ipg was relocated to a more comfortable location and the leads were repositioned. The patient was doing well postoperatively and the devices remain implanted.

Manufacturer narrative:
Additional suspect medical device components involved in the event: product family: scs-linear leads upn: m365sc2317500, model: sc-2317-50, serial: (B)(6), batch: 7081975/7082018.